Event description:
This rv lead was implanted on (B)(6) 2005 and was capped on (B)(6) 2018. A call was placed to technical services on (B)(6) 2018 stating that a low out of range impedance occurred on this lead. The following physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).